Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. During troubleshooting, customer's blood glucose was 111 mg/dl while the sensor gave a reading in the 50 to 69 mg/dl. The customer was able to successfully calibrate after turning off the sensor for a minute. Insertion and calibration techniques were discussed. Customer had also received calibration error alerts when his blood gluocse was 170 mg/dl. He took a new blood glucose measurement, which was 137 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.